Event description:
The hcp reported that the patient arrived by ambulance unresponsive and has been given two doses of narcan. The patient has awakened with each dose of narcan. The hcp reported that he is uncertain of the cause of the unresponsive and possible relationship to the intrathecal morphine therapy. The hcp planned to stop the pump at the time of the report. A follow-up report will be sent if additional information becomes available to us.